Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed approximately (B)(6) 2018. The reason for the device removal was not specified. A new aus device consisting of a 4.0cm cuff, 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event.

Manufacturer narrative:
Additional information: analysis results, evaluation results, and conclusion codes.

Event description:
It was reported that the patient had his ams800 artificial urinary sphincter (aus) device removed approximately (B)(6) 2018. The reason for the device removal was not specified. A new aus device consisting of a 4.0cm cuff, 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. No patient complications were reported in relation with this event. Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.